Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device has an unspecified product performance issue. The device is currently still in service at this time. No adverse events were reported.